Event description:
Prior to the tvr CABG to lad the physician performed plain old balloon angioplasty (poba) of the mid lad 9 days post index procedure.

Event description:
Same case as #6000093-2005-01303, it was reported that 8 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi). One day later the pt had a confirmed stent thrombosis, and underwent a target vessel reintervention (tvr). The pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 was located in the mid lad with 80% stenosis and was 26mm long with a reference vessel diameter of 2.6mm. Bifurcation stenosis of the mid lad and ostial first diagonal was treated with predilatation and placement of a 2.75x28 mm taxus stent in the mid lad and a 2.0x12mm mini-vision stent in the 1st diagonal using the t-stenting technique, reducing the stenosis to 0%. Target lesion 2 was located in the proximal lad with 70% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. Target lesion 2 was treated with predilatation and placement of a 3.0x24mm taxus stent, reducing the stenosis to 10%. The two lad stents did not overlap. The pt was discharged 1 day post index procedure on asa and plavix therapy. The pt presented to a non-enrolling hosp with sudden onset of intrascapular pain and non-radiating midsternal chest pressure 8 days post index procedure. Medication listed at admission noted asa and plavix therapy. ECG showed sinus bradycardia and st segment elevation in leads v1 and v2 with reciprocal depression in leads I, ii, iii, and avf. Cardiac enzymes became elevated consistent with guidline definition of myocardial infarction. The pt was treated with morphine sulfate and a nitroglycerin drip, and referred for cardiac catheterization. In the opinion of the physician there was a probable relationship between the mi, the taxus stent, and the target vessel. Selective coronary angiography 9 days post index procedure revealed widely patent previous stents in the lad and subacute stent thrombosis of the ostial 1st diagonal. No significant disease was noted in the lcx or rca. Pci to the 1st diagonal was immediately attempted. A temporary pacemaker was placed at the beginning of the procedure due to the development of junctional bradycardia. The lad was wired to ensure vessel patency throughout the procedure. Blood flow to the 1st diagonal was partially restored when a guidewire was placed through the side strut of the previous lad stent into the diagonal vessel. Several failed attempts were made at balloon angioplasty to the 1st diagonal. Previous t-stenting of the mid lad and 1st diagonal created a mechanical obstruction prohibiting passage of a balloon catheter thourgh the lad stent struts into the diagonal vessel. Due to the threat of repeat abrupt closure of the 1st diagonal or possible retrograde extention of thrombus into the lad, an iabp was placed for recommended surgery. The pt underwent 2-vessel aortocoronary bypass, 9 days post index procedure, grafting with lima to lad and svg to diag1. Post-operative complications included hypotension (treated with levophed), paroxysmal atrial fibrillation (treated with amiodarone hydrochloride), respiratory insufficiency, and thrombocytopenia. The pt was transferred to a cardiac rehabilitation facility 6 days post tvr receiving asa and plavix therapy. In the opinion of the physician there was a probable relationship between the tvr and the taxus stent.